Event description:
During post-dilation of a stent that was placed in the left superficial femoral artery, this balloon ruptured at below nominal pressure with the use of an indeflator. The pt was a female (age unk). The vessel was described as severely calcified and moderately tortuous. The rate of stenosis was 99%. The physician used a right femoral approach. The physician accessed the lesion with a guidewire, pre-dilated the lesion, and successfully placed a smart control stent at the lesion. The physician removed the sds from the pt and inserted this balloon for post-dilation. There was no difficulty crossing the stented lesion with the balloon. Upon inflation with an indeflator, the balloon ruptured. The balloon catheter was removed from the pt. There is no info as to how the procedure was completed. There was no reported injury to the pt.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional info will be forthcoming within 30 days upon receipt.